Manufacturer narrative:
No product samples, videos, or photographs were returned for investigation. The lot was reviewed and there were no nonconformances found that would have contributed to the reported event. A probable cause cannot be identified based on the information that has been provided. The reported complaint cannot be confirmed.

Manufacturer narrative:
(Initial reporter phone): (B)(6). The device status is unknown.

Event description:
The customer reported plum set was leaking chemotherapy out of the filter. This occurred during infusion. There was patient involvement but no adverse event, no medical intervention and no delay in critical therapy.